Event description:
It was reported that the customer had an unspecified cartridge issue. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.